Manufacturer narrative:
Additional information : the device was manufactured between may 09, 2018 - may 10, 2018. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak on both samples. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. The third device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva tpn bags were leaking from the membrane port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available